Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure that the instruments and image were shaking when the arms were being moved. The intuitive surgical inc. Technical support engineer (tse) asked if the cannulas were inserted to the correct depth. The tse suggested holding the endoscope while the surgeon drove the instrument arms to see if the image stopped shaking. The tse was trying to explain that the image may sometimes shake if the cannulas have moved or the patient has shifted. The customer stated that she had to go and the call was disconnected. The procedure was continuing as planned, and there was no report of patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the patient's demographic information was unavailable. The reported issue has not occurred any more.

Manufacturer narrative:
The intuitive surgical inc (isi) field service engineer followed up with the customer and was advised that following the isi tech support engineer's (tse) guidance resolved the issue. The tse had advised the customer to hold the endoscope while the surgeon drove the instrument arms and explained that the image may shake if the cannulas have moved or the patient has shifted. No site visit was conducted. The system was working properly, and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or procedure video provided for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope and instruments moved with unintuitive motion. Poor control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.